Event description:
Event complications: blood pressure dropped-rpt'd 11/8; chest pain-rpt'd 11/26/96. Patient's current status: critical post CABG.

Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR if no medwatch form was received from the initial reporter or product user. Device label code for f10 position 3: 1701. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.